Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's existing cardiac resynchronization therapy pacemaker (crt-p) triggered a lead safety switch on this right ventricular (rv) lead. The switch occurred due to high out of range rv pace impedances greater than 2000 ohms. Prior to the switch, there was also an episode of oversensed noise. Troubleshooting was performed and in bipolar, the out of range impedances were observed and there was also loss of capture. In unipolar, all measurements were stable. Boston scientific technical services discussed troubleshooting. At this time, the products remain in service. The system was reprogrammed to bipolar and the patient is being monitored. No adverse patient effects were reported.